Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they rewarm a patient from 36c to 36.5c at 0.25c/hr over 12 hours. The patient got as warm as 36.2c but down to 35.6c. Esophageal probe in use. Rectal probe reads 35.3c. Patient arrived at 35c, but they warmed to 36c and maintained there. Device reads to rewarm from 36.5c. Event log had alert 105 (cool patient end). No additional recent alerts or alarm. Mixing pump command 0 percentage. Heater command 100 percentage. Water level was 5. Water temperature was 30c. Walked nurse through draining excess water from the circulation tank. Nurse stated it looks like the previous shift filled the reservoir as their was a bottle in the room. Water temperature up to 32c by the end of the call. Nurse stated this was the highest the water had on their shift and it was continued to climb. Explained that they could rewarm over 0.25c/hr which would take about 2 hours to go from 36c to 36.5c or if the doctor wants to rewarm slowly over 12 hours the rate would be much lower. The biomed received the device and discussed with technical support. It was reported that the arctic sun device was overfilled. However, no alert 113 (reduced water temperature control) was sounded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was overfilled. However, no alert 113 (reduced water temperature control) was sounded. The csv file was attached, and they rewarm a patient from 36c to 36.5c at 0.25c/hr over 12 hours. The patient got as warm as 36.2c but down to 35.6c. Esophageal probe in use. Rectal probe reads 35.3c. Patient arrived at 35c, but they warmed to 36c and maintained there. Device reads to rewarm from 36.5c. Event log had alert 105 (cool patient end). No additional recent alerts or alarm. Mixing pump command 0 percentage. Heater command 100 percentage. Water level was 5. Water temperature was 30c. Walked nurse through draining excess water from the circulation tank. Nurse stated it looks like the previous shift filled the reservoir as their was a bottle in the room. Water temperature up to 32c by the end of the call. Nurse stated this was the highest the water had on their shift and it was continued to climb. Explained that they could rewarm over 0.25c/hr which would take about 2 hours to go from 36c to 36.5c or if the doctor wants to rewarm slowly over 12 hours the rate would be much lower.